Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2019-04233. It was reported that the patient began to have shortness of breath, following her permanent scs implant procedure and coming off anesthesia. As a result, the patient was admitted and monitored in the ICU, and has since recovered with time.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2019-04233.